Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures four years ago, she has difficulty reading or seeing at distance. In a follow up, the surgeon reported the consumer's loss of visual acuity has progressed slowly over months to years and is continuing. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complains reported in the lot number. Additional information was requested on 11/07/2011 by fax and mail. A completed questionnaire was received on 11/22/2011. (B)(4).